Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received for evaluation. A device history record could not be completed as no lot number was received. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary is required. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the plunger came out of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip during use when removing air from the cartridge. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "caller reported the plunger would come out of syringe upon removing air from cartridge."